Event description:
A review of service data detached a reportable event. During servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor sn (B)(4), which was returned for normal maintenance, the monitor would continually reset. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power up due to a defective pxa chip (u104). The root cause for the defective u104 component could not be positively identified. No adverse event occurred due to the defective u104 component. The last pt to use this monitor did not report any problems.